Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
An increase in the ventricular threshold was observed, so x-ray and echo examinations were carried out. Lead dislodgement and pericardial effusion were observed. A lead repositioning surgery was carried out under echo guidance. After repositioning, no pericardial effusion was observed. Should additional information be received this file will be updated.